Manufacturer narrative:
This device was originally described as being available for return from the hospital however, multiple attempts were made to acquire the device with no response from the hospital. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital contacted but no device return.

Event description:
The hospital technologist informed a penumbra sales representative that the neuron was crimped in its packaging. Another was used successfully. The device was not used on the patient.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.